Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware failure. The returned x-ray tube was examined and the filament of the small focus has been found to be defective. Under normal conditions, the filament is equidistant to the boundary plates. In the returned x-ray tube, it was found that the emitter was too close to the outer focal boundary and touched the focal head, which led to the non-availability of x-ray of the small focus. The system switched over to the next, larger focus automatically, which resulted in a moderate impact on the image quality ( e.g. Resolution / sharpness). The system was still usable, however, the operator decided to finish the procedure on a different system. The affected x-ray tube was exchanged by the local service organization. The error mentioned in the complaint has not been reported again. Note: an x-ray tube is an expendable item and filaments are the typical wear parts which are limiting the lifetime of the tube. After detailed investigation, the incident described in the adverse event is not classified as a reportable event because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. During an interventional procedure, the user reported a small focus defect. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.